Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report foi for manufacturers (mw5088583) was received on (B)(6) 2019 with the following information: on (B)(6) 2019, a patient was presented for an elective right total knee arthroplasty. During the procedure, the tip of a right angle surgical clamp was broken. The tip was immediately retrieved by the provider. No patient harm was reported. There was no other information provided.

Manufacturer narrative:
The device was not returned for evaluation. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.

Event description:
N/a.